Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair not driving in the direction it is being told to go. End user is stating that she can moving forward then it cuts off, and then jerks forward.